Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused lung problems and nasal/throat irritation or soreness. The patient has alleged to seeing particles in the tubing and chamber. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused lung problems and nasal/throat irritation or soreness. The patient has alleged to seeing particles in the tubing and chamber. There was no medical intervention required by the patient. The reported event of heart attack and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. The device has not yet returned to the manufacturer for evaluation. The patient has swapped out the deice at the distributor and at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged to have experienced lung problems and nasal or throat irritation or soreness. The patient has alleged seeing particles in the tubing, and chamber. There was no medical intervention required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During internal investigation found an unknown dust contaminant on the top enclosure, rear panel, ui panel, bottom enclosure, blower box, blower, and blower seal. A keratin-like substance was observed on the blower box outlet. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found no error codes. The manufacturer concludes that unable to directly address any symptoms and cannot confirm the complaint of particles in tubing/chamber. Sections d8, d9, h2, h3, and h6 were updated.